Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient who experienced and was hospitalized for 5 days for a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient had surgical repair for an umbilical hernia. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Corrected data: the nurse stated there were no overfill events on the cycler. . The cause of the reported event could not be determined.

Manufacturer narrative:
(B)(4). The patient was diagnosed with an umbilical hernia in (B)(6) 2013. The hernia was not pre-existing to the start of pd therapy. The nurse stated there were overfill events on the cycler. The patient was on back up hemodialysis during recovery, but is now back on pd therapy and has recovered from the hernia event. The cycler is still being used and is not being returned for evaluation. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed and found no prior service for this device. A device history review was performed and found no issues during the manufacturing of this device.